Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, it has been determined that the root cause of the reported condition could not be identified. However, the pump head module was replaced as a precaution. Failure code 810:04 indicates an air sensor error (air sensor base line too high).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 810:04; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with failure code 810:04 was confirmed but not reproduced during product evaluation. This condition was caused by the pump's air in line (ail) air sensor base being too high out of calibration. A failed accuracy test required the replacement of the pump head module to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.